Event description:
The user facility reported leakage occurred. During priming, the perfusionist found liquid was coming out of the gas outlet. The procedure outcome was not reported. The event occurred pre-treatment. There was no patient involved/harmed.

Manufacturer narrative:
E3: occupation: technologist visual inspection of the actual sample upon receipt: flaws were found on the blood inlet port and the blood outlet port of the oxygenator. No anomaly such as a breakage was found in other sections. Leakage test of the actual sample: the actual sample was incorporated into a circuit consisting of tubes, and colored saline was circulated through it. As a result, no leakage from the blood channel to the gas channel was observed. Furthermore, when a bending load was applied to the tube connected to the blood inlet port of the oxygenator, it was found that the flaw became a leakage route, resulting in leakage. The tubes connected to the blood inlet port and the blood outlet port were fixed with cable ties, the blood outlet side was blocked, and the blood channel was pressurized at 2 kgf/cm2 from the blood inlet side. As a result, no leakage was confirmed. The manufacturing record and the shipping inspection record of the actual sample found no anomaly. No similar complaints have been filed. Based on the investigation results, no leakage was observed from the blood channel to the gas channel during the leakage test of the actual sample. However, leakage was observed at the connection between the tube and the port. It was thought that the flaw on the blood inlet port became a route for the leakage, but the exact causal link between this flaw and the reported leakage could not be determined. Note that each port undergoes a 100% visual inspection before a port cap is attached. This suggests that the flaws occurred after this inspection process. However, based on the condition of the actual sample, it was not possible to determine exactly when these flaws occurred. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." "Do not use an oxygenator and reservoir that leaks. Replace it with another capiox rx05 oxygenator and reservoir." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).